Event description:
It was reported that during a coronary stent procedure, the delivery system became stuck in the lesion. The shaft of the catheter sheared off and remained in the pt. The pt went to surgery for removal of catheter portion and bypass. Pt status is listed "okay".